Manufacturer narrative:
The customer's complaint that the fully charged autopulse nxt li-ion battery (sn (B)(6)) lasted only for approximately 15 minutes was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the battery functioned as intended. The battery archive data indicated no errors. Based on the autopulse nxt platform's (sn (B)(6)) archive data, the nxt battery had an initial charge of 90%, and the treatment lasted for 1,513 compressions over a duration of 18 minutes and 56 seconds. The nxt battery was tested with the autopulse nxt platform and it successfully powered the platform and performed compressions for over 30-minutes. The battery functioned as intended.

Event description:
During the resuscitation of an average-sized male patient (approx. 200lbs) in cardiac arrest using the autopulse nxt platform (sn (B)(6), the two fully charged autopulse nxt li-ion batteries (sn (B)(6) lasted only for approximately 15 minutes each. The reported issue occurred during the resuscitation attempt in the ambulance while transporting the patient to the hospital. Manual compressions had to be performed in the back of a moving ambulance, resulting in substandard chest compressions. No consequences or impact on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.